Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the burnt distal tip cover could not be determined, however, the issue was likely due to user handling/mishandling. The event may be detected/prevented by following the instructions sections below: -inspection of the endoscope -using endotherapy accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the distal end plastic complete video burned on top the light guide lens and the light guide lens is burned on top. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope's distal end appeared to be burned. The defects were noticed during reprocessing. The intended procedure was for a therapeutic bronchoscopy procedure, but the device was dropped on the floor and was never used on a patient. The procedure was completed using a similar device. There were no reports of patient harm.